Manufacturer narrative:
Additional information has been received. This supplemental report is being submitted to provide this information. There is another device cv-180, involved in this event. And reported by the customer for the same issue. This reported device is captured in medwatch with patient identifier (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. The DHR was unable to be reviewed for this device since the device was manufactured over 15 years ago. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. This case is not due to design. Based on the results of the investigation, it was confirmed that the issue was caused by a defective fuse - however, the root cause of this defect could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user report was confirmed, the light source had no power. The lamp life meter was reading at over 500 hrs. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that in the middle of preparation for a diagnostic procedure, the power of the evis exera ii xenon light source was lost. According to the initial reporter, the intended procedure was completed by moving the patient to another unit. There was no patient harm or consequence reported as a result of this event.